Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 590 mg/dl at the time of incident and the other blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer refused to did high blood glucose troubleshooting but reiterated to change entire infusion set when 2 high blood glucose persists and to contact her doctor. Customer states the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. Device was received with cracked select button keypad overlay, stained keypad overlay, stained serial number label, scratched case and pillowing keypad overlay. (B)(4).